Event description:
Sales rep reports that the customer purchased product code 82-1401 and was expecting the barium ventricular catheter and straight connector to be provided with the product. The ventricular catheter and straight connector are not intended to be provided with product code 82-1401. Pt was in the o.r. For approx five hours waiting for a ventricular catheter and a straight connector that was obtained from another hosp. Pt is doing fine. Hosp did not release any pt's info.

Manufacturer narrative:
Upon review of this complaint it has been acknowledged that the codman catalog may caused some confusion pertaining to product components. A corrective action has been put into place, in which marketing is creating an insert that clarifies that the product does not contain the ventricular catheter and connector. At the present time and based on this isolated nature of this complaint, no further action is required. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.